Manufacturer narrative:
The reported complaint of potential catheter leakage resulting in an empty saline bag was confirmed during the functional testing of the returned icy catheter. A water emission/leak was observed from the proximal luer port and proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. All infusion ports and lumens were flushed without resistance during functional testing of the returned catheter. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer and at the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and one similar complaint was reported for an icy catheter with lot number #195762. Ccr 80027 was reported on 28 february 2024 for a catheter leak, and investigation revealed a water emission/leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test.

Event description:
The icy catheter (lot #195762) and start-up kit (suk) (lot #194301) were used in ivtm therapy. The catheter was placed in the left femoral vein, and the right vessel was left accessible for potentially performing percutaneous coronary intervention (pci). About 12 hours after the initiation of the treatment, the thermogard system displayed an "air trap" alarm. Upon inspection, staff observed air bubbles in the air trap chamber, and the 500-ml saline bag was empty. The customer performed a catheter leak check per the zoll IFU but was unsure about the location of the leakage. Therefore, the catheter and suk were both replaced. The treatment was continued and completed using the same thermogard console. No consequences or impacts on the patient.